Event description:
This is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an incisional hernia repair and was implanted with strattice device lot s10683-079; ref # (B)(4) on (B)(6) 2011. The patient then underwent a "laparoscopic adhesiolysis and repair of recurrent incisional hernia with new mesh¿ on (B)(6) 2012. Then, the patient underwent a recurrent incisional hernia on (B)(6) 2013 and was implanted with strattice device lot # s11214-009; ref # (B)(4). The patient claims ¿pain, recurrence, adhesions, bowel/intestinal blockage, seroma, and emotional/psychological injuries with treatment¿ resulted from the implantation of the strattice mesh. The form lists the conditions that were treated were ¿pain¿, ¿recurrence¿, ¿adhesions¿, with approximate dates of treatment as (B)(6) 2012 ¿ (B)(6) 2013. ¿abdominal pain¿ with approximate dates of treatment as (B)(6) 2015 ¿ present. ¿anxiety and depression¿ with approximate dates of treatment as (B)(6) 2008 ¿ present. The information reports that a ¿new mesh¿ was implanted during the (B)(6) 2012 procedure, however there is no information provided regarding this device and the ppf form indicates the patient was not implanted with any other non-abbvie devices. There is not enough information to conclusively say a mesh was implanted during this procedure since the ppf form does state a second strattice device was implanted during the (B)(6) 2013 procedure. The patient was not implanted with any other non-abbvie devices. No applicable¿revision or removal or serious injury¿ was reported after the second implanted strattice device. No other information was provided. This record is associated with the device lot s11214-009; ref # (B)(4) implanted on (B)(6) 2013. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. It was also reported that the patient was implanted with "other strattice implant" on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This record is associated with the device implanted on (B)(6) 2013. This is the same event and the same patient reported under MDR # (B)(4) (abbvie complaint # pr (B)(4)).

Manufacturer narrative:
Additional and/or corrected data: b5, d4, g6, h2, h4, h6 a review of the device history record for strattice lot s11214 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown. Therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. It was also reported that the patient was implanted with "other strattice implant" on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This record is associated with the device implanted on (B)(6) 2013. This is the same event and the same patient reported under MDR # 1000306051-2023-00176(abbvie complaint # (B)(4).